Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a physician was unable to interrogate a patient¿s vns. After troubleshooting was performed, it was reported the issue was still not resolved and a message was displaying as ¿unable to read position of the wand¿. The white usb serial data cable was changed to a new black usb serial data cable and the problem was resolved. The cable was discarded. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.